Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) on this unit is constantly beeping and when unplugged the mvs immediately shuts down. There was no patient present.